Event description:
It was observed that during the device inspection, the gastrovideoscope had foreign object in the gap around the acoustic lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was confirmed that the foreign substance adhering to the acoustic lens was the adhesive used to connect the ultrasonic probe to the connecting phone tie. Although was not able to identify the root cause of the adhesion, it is highly likely that the adhesive adhered late because there was originally no room for the foreign substance to enter because another adhesive was originally applied to the area. The event can be detected and prevented by following the instructions for use: chapter 4: instructions for use insertion of the treatment device into the endoscope. Caution. If the endoscope has a large bend, the force required to insert/remove the treatment tool will be greater. If insertion/removal of the instrument is difficult, return the curvature angle of the curved section to the point where it can be inserted/removed without difficulty. Forcible insertion/removal may damage the forceps channel and the instrument. Make sure the tip of the instrument is closed or retracted into the sheath before slowly inserting or withdrawing it into the forceps plug. Do not open the tip of the instrument or pull the tip of the instrument out of the sheath while it is being inserted into the endoscope's forceps channel. The forceps channel and the instrument may be damaged. Olympus will continue to monitor field performance for this device.